Event description:
Per maude event report received from FDA "surgeon utilized a disposable sponge stick in the vagina, available in the disposable prep tray, to manipulate the uterus. He has done this technique for several years without incident. The square sponge tip 'fell off' the plastic handle causing a vaginal tear that needed suture closure. Since this incident, it has been noted that the sponge has fallen off the end of the plastic handle during vaginal prepping, its intended use, for several cases. (Note: when we inquired, user facility unable to provide add'l details for any of the "several cases.") The prep solution utilized is betadine 10% solution. Dates of use: 2009. Diagnosis or reason for use: surgical prepping of vagina, uterus manipulation."

Manufacturer narrative:
The sample involved in the incident was not provided for eval. However, several tests were performed with units from the current production process and all units were found to be within specification. After all the tests above were performed, we were not able to duplicate the defect using our current process. Reviewing the square stick sponge design and product application (directions for use), it was determined the product is not designed or marketed for vaginal pre-operative preparation purposes nor is it to be used "to manipulate the uterus." This represents an off-label misuse of the product. An inprocess trend analysis was performed and no defects related to this report were identified. The product manufacturing process was reviewed and determined all required assembly equipment and monitoring processes to be present and functioning correctly. Without the complaint sample, we are unable to determine the root cause of the issue reported. Therefore, we will not implement a corrective action at this time. However, we will notify our operations and quality assurance personnel of this report in order to make them aware of this incident and monitor product field performance."